Event description:
Caller states the patient tested 2.3 inr on the coaguchek xs system and 20.0 inr on a comparison lab. No action taken on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.